Event description:
Wife of end-user called in and stated that upon removing the wafer on (B)(6) 2013 she noticed a half-inch cut to the lower area of the stoma, and also noticed a small amount of bleeding. Wife of end-user stated she called a wound ostomy continence nurse who visited the end-user on (B)(6) 2013, who stated it was from flange pressure.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Wife of end-user stated the wound ostomy continence nurse applied a hydrocolloid dressing. Lastly, a low pressure adapter was sent to the end-user along with samples of the esteem synergy and activelife products. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.